Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer thought that the bolus amount recommended by the pump seemed too large when the customer's blood glucose level was over 200 mg/dl. The customer stated that the healthcare provider had recently adjusted pump settings. During troubleshooting with tandem technical support, review of pump settings revealed that the correction factor setting had been entered into the pump as 1:10 mg/dl. However, the customer stated that the hcp recommendation was 1:40 mg/dl. It was indicated that the customer would clarify pump settings with the hcp and would update the settings accordingly. Although requested, no information was provided on whether or not the incorrect settings issue had impacted the customer's blood glucose level.